Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7244568.

Event description:
It was reported that the patient experienced swelling of foot following a trial procedure. The physician believed it was not related to spinal cord stimulation trial. The patient sent to see urgent care for ultrasound to rule out deep vein thrombosis (dvt) due to stopping blood thinners for a bit longer than a week to have trial. The patient had spinal cord stimulation (scs) lead pull and reportedly doing well. The explanted leads were discarded and will not be returned.